Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) on (B)(6) 2024 and reported low battery indicator issue on the external uninterrupted power supply (ups) of the dimension vista 1500 integrated chemistry system. On (B)(6) 2024, a siemens customer service engineer (cse) was dispatched to the customer site. The cse reported that, during their visit, while replacing the batteries on ups, inadvertently they placed the positive terminal on the negative terminal and the negative to the positive, which resulted in a quick spark and a small smoke. The cse replaced the batteries, which resolved the ups issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2024, a siemens customer service engineer (cse) was dispatched to the customer site to troubleshoot the low battery indicator issue on the external uninterrupted power supply (ups) of the dimension vista 1500 integrated chemistry system. The cse reported that, during their visit, while replacing the batteries on ups, inadvertently they placed the positive terminal on the negative terminal and the negative to the positive, which resulted in a quick spark and a small smoke. There was no electric hazard due to the event. There are no known reports of visible flames, injury nor adverse health consequences due to the event.